Event description:
On (b)(60 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. On (B)(6) 2015, the reporter called animas again and alleged that the display lens seal was peeling on the same pump. These complaints are being reported because the reported issues were not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.